Manufacturer narrative:
The customer¿s strips (3 vials) were returned for investigation and tested with a retention meter and control sample. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: vial 1: level 1: 46 mg/dl, 46 mg/dl, 46 mg/dl. Level 2 : 316 mg/dl, 307 mg/dl, 298 mg/dl. Vial 2: level 1: 46 mg/dl, 45 mg/dl, 45 mg/dl. Level 2: 320 mg/dl, 310 mg/dl, 312 mg/dl. Vial 3: level 1 : 44 mg/dl, 45 mg/dl, 45 mg/dl. Level 2 : 311 mg/dl, 302 mg/dl, 303 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to another accu-chek inform ii meter serial number (B)(4). At 10:00 a.m. The (B)(4) meter result was 146 mg/dl and at 10:10 a.m. The (B)(4) meter result was 216 mg/dl. The same strip lot was used for both tests. The result of 146 mg/dl was not believed to be correct. The result of 216 mg/dl was believed to be correct. The patient is currently stable.